Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the uni struts coming off ceiling. C-arm with possible falls risk. Upon troubleshooting, field service engineer identified that the structure supporting c-arm and carriage dislodged from the ceiling. System had tube arcing issues. During generator calibrations unit structure dislodged from hospital roof. Actual cause of the issue was found to be unistrut installation defective. System had been uninstalled. Issue is not resolved yet; vendors will rectify structural ceiling design to resolve the issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the struts supporting c-arm and carriage dislodged from the ceiling. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the uni struts coming off ceiling. C-arm with possible falls risk. Upon troubleshooting, field service engineer identified that the structure supporting c-arm and carriage dislodged from the ceiling. System had tube arcing issues. During generator calibrations unit structure dislodged from hospital roof. Actual cause of the issue was found to be unistrut installation defective. System had been uninstalled. Issue is not resolved yet; vendors will rectify structural ceiling design to resolve the issue. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, product UDI and the manufacture date have been updated.